Manufacturer narrative:
A partially deployed ultraflex¿ esophageal stent and delivery system was returned for analysis. A visual examination of the device noted that the shaft was kinked. In addition, a wire on the outer loop of the distal end of the stent was broken. Functional analysis found the shaft bowed during deployment but it was possible to deploy the stent as received. No other issues were identified during the product analysis. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states ¿the ultraflex esophageal ng stent system is contraindicated for placement in an esophago-jejunostomy (following gastrectomy), as peristalsis may displace stent.¿ the cause of the reported event and the noted damage was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that an ultraflex esophageal proximal release stent was to be used to treat a stenosis due to an esophageal jejunostomy in the esophagus during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started deploying about 1 to 2 cm of the stent when the deployment suture could not be pulled. The physician removed the partially deployed stent. During removal of the device, bleeding was noted near the pharynx. The physician confirmed after the procedure that the bleeding had stopped on its own. The procedure was completed with another ultraflex esophageal stent. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Please note: the ultraflex esophageal stent is contraindicated for placement in an esophago-jejunostomy (following gastrectomy), as peristalsis may displace stent.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal proximal release stent was to be used to treat a stenosis due to an esophageal jejunostomy in the esophagus during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started deploying about 1 to 2 cm of the stent when the deployment suture could not be pulled. The physician removed the partially deployed stent. During removal of the device, bleeding was noted near the pharynx. The physician confirmed after the procedure that the bleeding had stopped on its own. The procedure was completed with another ultraflex esophageal stent. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Please note: the ultraflex esophageal stent is contraindicated for placement in an esophago-jejunostomy (following gastrectomy), as peristalsis may displace stent.